Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding your complaints that alleges received false negative result, second test was positive when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor false negatives results were obtained. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer reporting negative results. Second test shows positive result.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor false negatives results were obtained. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer reporting negative results. Second test shows positive result.